Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
The blood tubing set involved in this incident was discarded and not available for investigation. A (B)(4) retained blood tubing samples from the same lot number reported (lot# 1000083927) were visually inspected, functional and leak testing was performed and no failures or defects were detected. Gambro has no info to suggest that blood tubing set product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.